Event description:
Rec'd a report of a torn capsular bag. As the intraocular lens (iol) was inserted, it would not sit horizontally in the capsular bag. At this point, a capsular tear was suspected. As the iol was removed, the wound was widened. The iol was removed successfully. The surgeon does not believe the event was lens related and reported the event was due to an undetected initial capsular rupture/tear.